Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm. It was reported that approximately three years later, the patient returned for follow up and a CT scan identified a type ia endoleak. The physician scheduled the patient for a proximal extension endograft to satisfy the neck growth and seal the endoleak. It was reported the patients¿ torturous anatomy in the descending thoracic aorta would not allow the extension to be advanced into the proper position for deployment. The effort was abandoned and femoral cut-downs repaired without patient injury. The issue has not been resolved. Per the physician, the cause of the event was due to the patients¿ torturous anatomy and disease pr ogression. Itwas reported disease progression contributed to a proximal neck dilation of the thoracic aorta beyond the dimensions of the graft. No additional clinical sequelae were reported and the patient will be monitored